Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced low blood glucose (bg) event and treated it by drinking hot chocolate and was hospitalized on (B)(6) 2025. The blood glucose (bg) at the time of admission was 40 mg/dl and was treated with insulin injections. The patient was hospitalized for less than 24 hours. No further information available.